Event description:
The lead is suspect of a fracture. The lead was capped and a new lead was implanted.

Event description:
It was reported that the right atrial (ra) lead showed varying impedance with occasional low and high impedance measurements which was causing noise. Presently, the lead remains in use, but a lead replacement is anticipated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted (B)(6) 2012.